Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: what other color cartridges were used before and after this event? Black. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a sleeve gastrectomy, on the first firing of the device, on the stomach, using a black reload the surgeon fired the device interrupted. Thirty millimeters into the firing on the outside row on the patient side, five staple links did not form. No staple legs were seen on the posterior side. The staples were removed and the legs of the staples were straight. The surgeon over sewed to complete the case. No patient consequences were reported. The patient is stable. Buttressing material was not used. No device returning.